Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited episodes of premature ventricular contractions (pvc) which were followed by a pause. The ICD would deliver ventricular pacing which would induce ventricular tachycardia (vt) and ventricular fibrillation (vf). Rate smoothing was programmed on, then the patient exhibited another episode which induced vf and one shock was delivered. The shock terminated the rhythm. Technical services (ts) discussed reprogramming rate smoothing to limit the pause after the pvc. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited episodes of premature ventricular contractions (pvc) which were followed by a pause. The ICD would deliver ventricular pacing which would induce ventricular tachycardia (vt) and ventricular fibrillation (vf). Rate smoothing was programmed on, then the patient exhibited another episode which induced vf and one shock was delivered. The shock terminated the rhythm. Technical services (ts) discussed reprogramming rate smoothing to limit the pause after the pvc. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received. The physician planned to upgrade the device and add a right atrial (ra) lead. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted but as not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited episodes of premature ventricular contractions (pvc) which were followed by a pause. The ICD would deliver ventricular pacing which would induce ventricular tachycardia (vt) and ventricular fibrillation (vf). Rate smoothing was programmed on, then the patient exhibited another episode which induced vf and one shock was delivered. The shock terminated the rhythm. Technical services (ts) discussed reprogramming rate smoothing to limit the pause after the pvc. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received. The physician planned to upgrade the device and add a right atrial (ra) lead. This ICD was explanted and replaced. No additional adverse patient effects were reported.